Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the top of the lever had been snapped off of the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the top of the lever had been snapped off of the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report to document device evaluation results. Evaluation conclusion: the device has been discarded by the manufacturer.